Event description:
A ventilator was returned to the manufacturer alleging a ventilator failed a test step. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen tubing was found to be kinked and was replaced to address the issue.